Event description:
It was reported to philips that the device had an alarm failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site and determined that the unit did fail to meet specifications. The fse powered the device on and confirmed the customer's complaint; the primary alarm failed alarm was displayed. The fse replaced the power management pcba. The fse then performed the performance verification test, and the unit passed successfully. The system fully met the specification and was returned to use. The removed power management board was returned to the failure investigation lab (fi). A visual inspection of the power management board revealed no evidence of damage or contamination. The fi technician installed the power management board into a fi ventilator to attempt to duplicate the reported issue. The power management board was tested, and the customer complaint was verified. The root cause is a failure of 5v regulator u12.